Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify pump error 35 alarm due to critical pump error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had force sensor error. Customer¿s blood glucose level was 160 mg/dl. Customer reported that the insulin pump did not exposed with moisture. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.